Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guide wire exhibited difficulty advancing. Multiple repositions were attempted but were unsuccessful. At the final attempt, the physician had exerted force and the guidewire had perforated the lead through the insulation. The lead was not implanted and replaced without complications. The patient was in stable condition.